Manufacturer narrative:
Uf/importer report #:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient had an initial tube placed but developed a persistent cuff leak and had to return to the or three days later to have a trach exchange.